Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a patient had an allergic reaction to the wearing of the non-template aligner arch aligners. Once they stopped wearing the aligners their symptoms went away.

Manufacturer narrative:
After reviewing the available evidence, including records generated during the manufacturing process (DHR) and the incoming inspection records, we did not find any evidence of deviations during the manufacturing process that could have caused the issue described in the alleged event. The materials used for the manufacturing of the sales order were inspected and met the acceptance criteria. The aligners were inspected and met the inspection criteria according to procedure 0281-wi-aln-005-3 aligner final qc & wash, visual detection of the defect.